Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system (exact type unknown) was implanted on (B)(6) 2007. According to the complainant, the patient experienced complications, but the specifics are unknown. All other information is unknown and reportedly unavailable.